Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2367 (resume error, critical error found) on the homechoice (hc) device during the prime cycle. The patient was not connected to the hc at time of the alarm. The patient would complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.